Manufacturer narrative:
After further review of additional information received sections have been updated accordingly. (B)(4) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Review of the controller log files provided by clinical specialist showed parameters to be within normal operation. On-site inspection of the driveline cable by clinical specialist revealed that the previous repair was worn out, confirming the reported event. A driveline sheath repair was performed to mitigate the conditions reported. There is no evidence to indicate that a device malfunction caused or contributed to the reported event. Based on the available information, the most likely root cause of the driveline repair damage may be attributed to factors such as normal wear over time, improper handling. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) provides driveline care instructions to the clinician for inspecting the driveline for damage to the polyurethane outer tubing (outer sheath). The IFU and patient manual provide general care instructions on cleaning of the driveline, preventing damage to the polyurethane outer tubing (strain relief recessed out of connector). Prevention of damage and inspection of driveline information is also covered during patient and medical personnel training. Missing information from this report is identified as a blank, unknown and as no information (ni); this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that the patient was currently admitted to the hospital for a urology procedure, but was requesting a repair of his driveline.  It was stated that the patient had a previous repair which has started to unravel.  Driveline repair was done on (B)(6) 2017.  Tape from the previous repair was removed.  There were multiple areas of cracking noted along the outer sheath.  There were a few small areas (<1cm) where the outer sheath was missing, but the silicone and wires were intact.  The driveline cover was easily able to slide over the repair with no issues. Patient was instructed on maintenance of the driveline and repaired area. All questions and concerns were addressed finishing the repair. No electrical fault alarms were noted on interrogation.  There was no pump stops during the repair. The driveline was repaired per protocol. Log files were sent for verification post-repair. No additional information available.